Manufacturer narrative:
Alternative summary report for exemption e2013038. Procode: otn. Reporting period: november 1, 2018 - december 31, 2018. Total number of events: 25 (0 new event reports, 25 supplemental event reports). Total events per brand name: uretex (25 events). If information is provided in the future, a supplemental report will be issued.

Event description:
Asr exemption e2013038. The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. The product was used for therapeutic treatment of cystocele, rectocele, stress incontinence with urethral hypermobility, and gaping vagina with a low rectocele patch. The procedure performed was an anterior and posterior colporrhaphy with paravaginal repair using mesh with a transobturator tape sling, cystoscopy, and perineoplasty.